Manufacturer narrative:
H11. Corrected data: updated section h6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report of regurgitation was confirmed through observed rolled leaflet. X-ray demonstrated wireform intact, minimal calcification on the free margin of leaflet 1, and a calcification nodule on the cusp of leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. The free margin of leaflet 1 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Suture holes were visible around the sewing ring. Sewing ring cloth had multiple cuts around leaflets 1 and 2 and exposed the wireform around leaflet 2 on the inflow aspect. UDI (B)(4). The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm valve implanted for four years, eight days was explanted due to severe transvalvular regurgitation. Per operative report, it was noted that the anterior leaflet that had been transposed to 9 o'clock was adherent to one of the prosthetic valve leaflets, causing scarring and likely retraction of that leaflet resulting in mitral regurgitation. The prosthesis itself was intact and without defect. A 27mm 6900ptfx valve was implanted in replacement. The patient was returned to ICU in stable condition. The patient was discharged on pod #5.